Event description:
Customer called in to report a no delivery alarm on the insulin pump. The blood glucose reading at the time was 211 mg/dl. The customer mentioned the insulin pump might have been exposed to sweat prior to receiving the alarm. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. There was no excessive no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.